Event description:
It was reported that the customer's insulin pump experienced a no delivery alarm. Mother reported that her daughter's blood glucose level was around 200 mg/dl. No troubleshooting was performed at the time of the call but the mother did take the batteries out of the insulin pump and the insulin pump functioned properly. Nothing is being returned at this time. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)